Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
It was reported that there were two events where the intra-aortic balloon (iab) had folded in half on itself and migrated into the abdomen. There was no patient harm or adverse event reported. This record is for the 2nd iab. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00508.

Manufacturer narrative:
Initial reporter full name: dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).